Event description:
It was reported by the sales rep that there was an extra small reamer missing in the kit and the axle cap instrument was missing the 2 pins that is required to insert the axle.

Manufacturer narrative:
The procedure was completed successfully. The surgeon used a competitors reamers and used the general pliers to insert the axle. The investigation is ongoing and a supplemental report will be submitted. Please note that this custom distal femur replacement implant is similar to pt specific distal femoral ((B)(4)).

Manufacturer narrative:
The instrument kit (model number: imaxcp ((B)(4)), lot number: b5334) was returned to stanmore implants worldwide ltd (siw) for testing and analysis. Regarding the customer's report of a missing passive tibial extra-small reamer in the custom instrument kit provided, stanmore implant's older version kits do not contain this reamer. Historically, hospitals have used their own "extra small" reamers for these procedures, which is what occurred in this case. Stanmore implants had introduced a newer version instrumentation kit, which included providing passive tibial extra-small reamers, as an accommodation to users. The user in question had earlier received a newer version kit, then received an older version kit which was still in circulation, and which was still deemed functional. Regarding the customer's report that the axle cap introducer (aci) was missing two pins, as noted above, the instrumentation kit provided to the user was the older version kit. Therefore, by design, the aci would not have contained two pins. The newer version instrumentation kit contains a modified aci, which does contain two pins. The modifications to the instrumentation kit were provided as an accommodation to the user. Thus the disposition decision of the older version kit at the time the newer version was released, was to continue to use the older version kits, and to phase out usage of these kits over time through obsolescence. The reported event was confirmed.

Event description:
Supplemental report to MDR # 3004105610-2015-00014.